Manufacturer narrative:
Investigation evaluation: our evaluation of the returned device confirmed the needle was bent at the patient end. The device was returned with all of the four fiducials supplied with the device still in the needle. After decontamination only one remained in the needle. The needle would extend approximately 7 cm from the distal end of the sheath. The stylet was bent and extending approximately 0.5 cm from the proximal end of the handle. The distal portion of the needle extended beyond the sheath is bent. The very distal tip of the needle is intact and undamaged. Approximately 8 cm from the distal end of the handle the needle is bent within the sheath. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: according to the report they could not advance the needle due to patients anatomy. The needle never penetrated into the patient due to the patients physiology and anatomy being very difficult and the procedure was not completed due to the difficulty with the patients anatomy. A definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. "Slowly introduce needle into accessory channel of endoscope and advance in short increments. Ensure needle is completely retracted and locked in place. Note: bends or kinks in needle caused by improper introduction may result in the inability to deploy fiducials." "The needle tip can slowly be retracted and advanced into another site to place additional fiducials as needed." It is possible that if needle is against or inside a hard mass while the user applies force and manipulates the directional controls of the endoscope this could contribute to severe bending of the needle near the distal end. This contributes to advancement and/or retraction difficulties. Kinks or bends in the needle can occur if the device experiences excessive pressure during product handling/preparation. Prior to distribution, all echotip ultra fiducial needles are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post feedback continues to become available.

Event description:
During a fine needle aspiration (fna) procedure, the physician used a cook echotip ultra fiducial needle. The physician put the endoscope into the patient and attempted to advance the needle into the patient's cancer lesion in the pancreas. The physician was unsuccessful and could not get the needle to advance out far enough to deploy the fiducial. It was noted that they could not get the needle to advance due to patient's anatomy. The needle was never penetrated into the patient due to the patient's physiology and anatomy being very difficult. The procedure was not completed due to the difficulty with the patient's anatomy. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.